Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the first three distal struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26apr2019. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of >=90 degrees was located in the mildly calcified mid to distal left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during manipulation, the shaft of the stent got acute kink. The procedure was completed with another stent with buddy wire support. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.